Event description:
It was reported that the insulin pump alarmed button error. Customer stated was working out and insulin pump was tucked into her workout top. Customer's blood glucose at that time was 119 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also, the device was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.